Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 3 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Additionally, possible thrombus/pannus formation inside the valve frame was noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. E1. E3. E4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve failed due to stenosis. Additionally, a thrombus/pannus formation was confirmed on the valve leaflets. The valve was initially implanted in the patient's native annulus.

Manufacturer narrative:
Updated: b1, b2, b5, d6b, h1, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that following the procedure, the patient felt 30 to 40 percent better. Annual follow-up tests showed a leak around the valve. Approximately three years following the valve implant, the patient began experiencing dizzy spells, fatigue, and aching arms. Per the physician, the patient¿s heart murmur had worsened. It was reported that the patient¿s heart sounded like ¿a bunch of galloping horses.¿ soon after, the patient was admitted to the hospital. Testing showed calcium deposits on the valve leaflets which were preventing the valve from opening and closing, and blood was leaking around the valve. The patient subsequently underwent open surgery during which the transcatheter valve was explanted and a surgical valve was implanted.